Event description:
Customer stated summons received alleging an injury from wheelchair that had been altered. Serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model trsx, (B)(4) is approximately 11 years 2 months old. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer was using the wheel chair due to a work related back injury. His stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the wheelchair had been altered. The side handles of the wheels (handrims) had been removed. It is unknown if the alteration contributed to the users fall resulting in a fractured hip. Invacare wheelchairs come with the warning, "always use the handrims for self-propulsion. Inasmuch as the handrims are an option on this wheelchair (you may order with or without the handrims), invacare strongly recommends ordering the handrims as an additional safeguard for the wheelchair user. Always wear your seat positioning strap. Inasmuch as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user. The seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. Only a qualified technician may change the size of the rear wheel or the seat-to-floor height. If changing the size of the rear wheel or a change in the seat-to-floor height is desired, this procedure must be performed by a qualified technician. Make sure both rear wheels are the same size and are installed into the same respective mounting hole before using the wheelchair, otherwise injury may occur".